Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not compress the clips. They had to be removed. They attempted several times and had to remove them. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis